Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond. The cause of the issue is unknown; the reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a report on an intellivue mp50 that the alarm limits were not sounding. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.